Event description:
Customer called regarding the meter allegedly reading error 5. Customer did not report any symptoms. She ate food and/or drank beverage. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and kept getting error 5. The meter was replaced due to an unresolved issue.